Event description:
Medtronic insulin pump mmt-1780kl notification to inspect battery cap showed damage to one of three battery contact points. No adverse effects so far and pump only on standby last two months. Replacement battery cap provided by medtronic installed, old cap removed (B)(6) 2023.